Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. During functional testing, the investigation determined that the device battery door was cracked, and the air detector sensor was faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device battery door and air detector sensor were replaced.

Event description:
It was reported that the device failed remediation. The issue occurred during testing.